Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the charge-coupled device (ccd)- unit was broken and the image was not displayed. However, a definitive root cause could not be determined. Instructions for use (IFU) (reprocessing manual) states about caution during leakage test as follows: ·"never immerse the water-resistant cap unless it is attached to the endoscope. Water remaining inside the water-resistant cap can be transferred to and damage the electrical connector. ·always use a dry water-resistant cap. Any water remaining on the water-resistant cap may cause damage to the endoscope, maintenance unit or light source". IFU (reprocessing manual) states about caution regarding long-term immersion as follows: "presoak for excessive bleeding and/or delayed reprocessing". Caution. "Follow the steps below only in case of excessive bleeding and/or delayed reprocessing; unnecessary immersion should be avoided. Consecutive extended immersion may damage the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the circuit board unit in the scope connector had corrosion due to water leakage. Additional findings were as follows: no electrical continuity due to damage on the distal end; due to a chip on the plastic distal end cover, insulation resistance value at distal end did not meet the standard value; adhesive on the bending section cover (a-rubber) had wear; due to adhesive peeling off of the distal end, the distal end was not secured. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited a broken charged coupled device unit and the image would not display. There were no reports of patient involvement.